Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds of >3.0 at 0.5 ms and low sensing at 1.3 to 3.1 mv. Upon fluoroscopy, it was found out that the lead had pulled back. This rv lead was explanted and was replaced with a new lead. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection of lead revealed the conductor coils were stretched approximately 475 to 513 millimeters (mm) from the terminal pin. This was likely due to user handling during the extraction procedure as the extraction stylet was stuck in the lead lumen upon product return. Continuity test was performed and no abnormalities were noted. The laboratory could not confirm the reported clinical observations.